Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient's son reported that the patient is walking as well as before the explant took place aided with occasional use of a cane. Additionally, it was reported the patient is no longer experiencing numbness and weakness.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention due to ineffective stimulation (reference MFR report: 1627487-2016-04088) and the lead was repositioned. Following the procedure the patient complained of numbness and weakness in his legs and the physician explanted the scs system. During the explant no hematoma was observed. Follow-up information provided by the patient's son indicated the numbness has ceased and the patient is undergoing physical therapy. No additional information is available at this time. The implant dates are unknown for the device listed below: model 3668, scs ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.